Event description:
An adjustable pin collet was sent for eval because metal filings were noted during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed. H4: the device lot number was not provided; without the lot number the device manufacture date cannot be determined.